Event description:
It was reported via repair work order that the base tube, cross tubes and casters were damage which could affect cot stability. Also, the cot retaining post was damaged which could affect cot fastening. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the caster was damaged and that it could affect stability. Upon completion of the investigation it was found that the caster was damaged cosmetically with no functional affect on the unit.

Event description:
It was reported via repair work order that the base tube, cross tubes and casters were damage which could affect cot stability. Also, the cot retaining post was damaged which could affect cot fastening. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.